Event description:
Rec'd a medwatch stating that a pt has a mesh implanted and has had infections, urinary track infections, kidney stones and has had three surgical procedures.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation into this event.